Event description:
Generator product analysis was completed. Results of diagnostic testing indicated the generator communicated and was operating properly. Various electrical loads were attached to the generator and diagnostic testing demonstrated accurate resistance measurements. The generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the generator. Lead product analysis was completed. The reported high impedance and abraded insulation were verified in the product analysis, or pa, lab. Abrasions were noted on the outer tubing and a lead break was identified in the positive lead coil. A portion of the positive coil was protruding from the silicone tubing at an opening approximately 0.7 cm past the electrode bifurcation. The negative and positive silicone tubing had what appeared to be puncture openings approximately 0.7 cm and 1.7-1.9 cm past the electrode bifurcation, respectively. Scanning electron microscopy, or sem, images of the coil break show pitting/electro-etching conditions occurred at the break. The appearance of one strand suggested a stress-induced fracture occurred. Secondary stress-fissures were noted on the coil strands in the vicinity of the break. Due to metal dissolution and mechanical distortion and/or surface contamination, the fracture mechanism of the remaining coil strands could not be ascertained. The lead assembly had dried remnants of body fluids inside the inner and outer tubing. No other obvious point of entrance was noted beyond the identified tubing openings and cut ends of the lead. The punctured openings were likely the result of the explant surgery. Other than the above mentioned and typical wear/explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
The explanted products were received by the manufacturer and are pending product analysis.

Event description:
It was reported that high impedance was observed on the patient's vns. The patient reported that two weeks prior, she felt a pop and stated that there was no trauma to the neck or chest. The patient reported being able to feel stimulation still, but the physician disabled the device and referred the patient to a neurosurgeon for a possible lead revision. A review of device history records revealed that the generator and lead passed quality control inspection prior to distribution. The patient underwent a full vns replacement surgery. It was stated that the lead was pulled apart near the electrodes and that approximately 3 mm of the vns lead wire was exposed from the tubing. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.